Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that approximately 1 or 2 weeks prior to contacting lfs she obtained blood glucose readings of ¿250 mg/dl¿ with the subject meter, ¿199 mg/dl¿ with a freestyle meter and a result of approximately ¿185 mg/dl¿ on accucheck meter, all performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of glucose results ¿250 vs 185 mg/dl¿ exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with combination of oral medication and insulin. In response to the elevated result obtained with the subject meter, the patient reported administering a correction bolus (amount not known). Approximately 1 hour after administering the correction, the patient claimed she developed symptoms of feeling shaky and sweaty; symptoms she associated with a low blood glucose. The patient stated she treated herself with food and/or drink in response to the symptoms and confirmed feeling better afterwards. At the time of troubleshooting, the patient did not have test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.